Event description:
After successful insertion of a bard balloon, the i.a.b.p. Was disconnected from a.c. Power to transport the pt. To o.r. When the i.a.b.p. Was unplugged, the machine went dead/no power. The machine was immediately plugged back in and the i.a.b.p. Powered back up. No adverse outcome to pt. Machine was exchanged with machine from a different mfg.